Manufacturer narrative:
Attempts have been made to obtain the product. The product involved in this event has not been returned to date to allow for an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted.

Event description:
The customer reported that the battery does not hold its charge. It was reported that the unit was charged "all night," but when tested the "it died immediately." No consequences or impact to patient were reported.

Manufacturer narrative:
Additional manufacuring narrative: other, additional manufacturing narrative (if other): the returned device was evaluated. During this testing the unit was unable to power on under battery power. Using ac power the unit was able to obtain measurements and alarmed audibly and visually under alarm conditions. It was determined the battery is not charging to expected levels.